Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device alarmed before being prepared to use for monitoring. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed. The reported problem was determined to be due to a ECG lead trunk cable failure. The root cause of the ECG lead trunk cable failure could not be determined. The issue was resolved by replacing the ECG lead trunk cable and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that when preparing to use the efficia dfm100 defibrillator for monitoring, the device alarms. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.